Event description:
After several failed tmj surgeries, pt rec'd a tmj implant total joint device on the right side. After surgery the pt was in severe pain. The surgical pain never subsided and continues to get worse. Pt is also experiencing facial swelling from implant. Pt spoke with implanting surgeon about situation and was told there was nothing more he could do. When the pt asked if there was someone else she could go to, he responsed, "no, now that you have a metal device you are one of the untouchables." Pt has been to a dentist and several physical therapists. They say that the device is higher than her real joint. Thus torquing her jaw and causing muscle pain.